Manufacturer narrative:
(B)(4): "balloon leaked."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a ureteroscopy procedure. The patient age was reported to be over 18 years. According to the complainant, the balloon appeared to have a hole in it when inflation was attempted. The balloon failed to hold pressure and showed a leak under fluoroscopy. The balloon was inflated with 100 % contrast and there were no defects noted to the device before it was used in the patient. The balloon was removed and another uromax balloon was used to complete the procedure. The procedure was completed with no complications and the patient's condition at the conclusion of the procedure was reported to be "stable."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a ureteroscopy procedure. The patient age was reported to be over 18 years. According to the complainant, the balloon appeared to have a hole in it when inflation was attempted. The balloon failed to hold pressure and showed a leak under fluoroscopy. The balloon was inflated with 100 % contrast and there were no defects noted to the device before it was used in the patient. The balloon was removed and another uromax balloon was used to complete the procedure. The procedure was completed with no complications and the patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Device analysis determined that the condition of the returned device was consistent with the complaint incident. Initial examination of the returned device noted that the balloon material was badly damaged, as though it was caught or dragged along something rough. An attempt to inflate the balloon material noted several pinhole leaks at approximately 52mm distal to the proximal transition zone, several more in the center of the balloon where the most damage occurred and one located at the distal transition zone. A visual and tactile examination of the shaft of the device noted no anomalies. From the information available this device was not used per the directions for use (dfu) / product label. The complaint states that the balloon material was inflated using 100% contrast media, the dfu states that the balloon material be inflated with renografin 60, diluted 50% with normal saline. The root cause classification of this investigation is operational context.